Event description:
This report was received from (B)(6) and is a spontaneous report by a baxter-employed nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis. On (B)(6) 2011, the patient began remedial therapy vancomycin (1 gm, frequency and route not reported) and zosyn (4.5 gm, frequency and route not reported). On an unreported date, the patient required hospitalization. The cause of the peritonitis was unknown. It was not reported if dianeal pd2 ultrabag therapy was ongoing. At the time of this report, the outcome for the event of peritonitis was resolving. The nurse did not provide an assessment of causality for the event of peritonitis and the relationship with dianeal pd2 ultrabag therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through ncr (B)(4). The cause of the reported condition of peritonitis is undetermined.